Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fracture of the atrial lead was noted during a routine device change out procedure. The lead was capped.